Event description:
Reportedly, the device is currently under seizure as part of an investigation related to the patient¿s death, in order to further examine the recorded data and device programming. There is no suspicion of any pacemaker malfunction; however, an impedance issue and a probable fracture of the medtronic epicardial lead have been identified.

Manufacturer narrative:
The manufacturing process as well as device history records show that the device has been manufactured and delivered to the field following all applicable procedures. The review of data provided highlighted that the subject pacemaker was implanted on (B)(6) 2021, connected to a non-microport ventricular lead (implanted on (B)(6) 2018). The patient passed away on (B)(6) 2024. In the data provided from (B)(6) 2024, the subject pacemaker is programmed vvi mode from 80 to 175 bpm and the ventricular impedance increased from 500 to 3000 ohms on (B)(6) 2024. The review of the data provided from (B)(6) 2024 showed that - the ventricular impedance is > 3000 ohms - the ventricular impedance increased from 500 ohms to 3000 ohms on (B)(6) 2024. - the ventricular pacing threshold was 1,5 v on (B)(6) 2024. - the device is programmed vvir 80-175 bpm. The review of the data provided from (B)(6) 2025 showed that: - the subject device is programmed in ooo mode: no data can be recorded. - the battery impedance is 2,89 kohms - the ventricular impedance had been measured > 3000 ohms on (B)(6) 2024 - the ventricular pacing threshold had been measured at 1,5 v on (B)(6) 2024 - no value of ventricular amplitude is displayed - the last reset of the data occurred on (B)(6) 2025. Based on the data provided, no general malfunction is suspected on the subject device. If the subject pacemaker is made available for investigation, the complaint will be re-opened and the investigation of the subject pacemaker will be performed. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the device is currently under seizure as part of an investigation related to the patient¿s death, in order to further examine the recorded data and device programming. There is no suspicion of any pacemaker malfunction; however, an impedance issue and a probable fracture of the medtronic epicardial lead have been identified.

Manufacturer narrative:
The review of data provided highlighted that the subject pacemaker was implanted on (B)(6) 2021, connected to a non-microport ventricular lead (implanted on (B)(6) 2018). The patient passed away on (B)(6) 2024. In the data provided from (B)(6) 2024, the subject pacemaker is programmed vvi mode from 80 to 175 bpm and the ventricular impedance increased from 500 to 3000 ohms on (B)(6) 2024. The review of the data provided from (B)(6) 2024 showed that - the ventricular impedance is > 3000 ohms - the ventricular impedance increased from 500 ohms to 3000 ohms on (B)(6) 2024. - the ventricular pacing threshold was 1,5 v on (B)(6) 2024. - the device is programmed vvir 80-175 bpm. The review of the data provided from (B)(6) 2025 showed that: - the subject device is programmed in ooo mode: no data can be recorded. - the battery impedance is 2,89 kohms - the ventricular impedance had been measured > 3000 ohms on (B)(6) 2024 - the ventricular pacing threshold had been measured at 1,5 v on (B)(6) 2024 - no value of ventricular amplitude is displayed - the last reset of the data occurred on (B)(6) 2025. Based on the data provided, no general malfunction is suspected on the subject device. If the subject pacemaker is made available for investigation, the complaint will be re-opened and the investigation of the subject pacemaker will be performed. This case is retained and utilized for trending purposes.

Manufacturer narrative:
The review of data provided highlighted that the subject pacemaker is programmed in ooo mode. Data from (B)(6) 2024 at 15h30, at 15h34, at 15h36 and at 11h58 and from (B)(6) 2025 at 11h38 and at 11h58 were provided. The subject pacemaker was implanted on (B)(6) 2021, connected to a non-microport ventricular lead (implanted on (B)(6) 2018). The review of the data provided from (B)(6) 2024 showed that the ventricular impedance is > 3000 ohms and the ventricular impedance changed from being stable around 500 ohms to 3000 ohms on (B)(6) 2024. The ventricular pacing threshold was 1,5 v on (B)(6) 2024. The device is programmed vvir 80-175 bpm. The last recorded data shows that the device is still programmed in vvir. The review of the data provided from (B)(6) 2025 showed that: the subject device is programmed in ooo mode: no data can be recorded. The battery impedance is 2,89 kohms - the ventricular impedance had been measured > 3000 ohms on (B)(6) 2024 - the ventricular pacing threshold had been measured at 1,5 v on (B)(6) 2024 - no value of ventricular amplitude is displayed - the last reset of the data occurred on (B)(6) 2025. In ooo mode, there is no ventricular pacing, no ventricular sensing and no data can be recorded since no events are detected. The device cannot compute the rate curves, the pacing and sensing percentages, cannot record marker chains and egm (no criteria to start the record). For the same reasons, no data can be retrieved from the period the device is set in ooo mode. The device has not been returned therefore no further investigation can be performed. According to the data provided, no general malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the device is currently under seizure as part of an investigation related to the patient¿s death, in order to further examine the recorded data and device programming. There is no suspicion of any pacemaker malfunction; however, an impedance issue and a probable fracture of the medtronic epicardial lead have been identified.